Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A46113-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis and epilepsy. Concomitant products included valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder and foreign body in reproductive tract outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Lot number reported a46113 is invalid most recent follow-up information incorporated above includes: on 26-jun-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A46113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis and epilepsy. Concomitant products included valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues"), foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 17-apr-2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder and foreign body in reproductive tract outcome was unknown, the menorrhagia, weight increased, breast pain, abdominal distension, asthenia and genital haemorrhage had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number (a46113) was added. Events vaginal bleeding, menorrhagia, pelvic adhesions, endometriosis,fatigue, weight gain, hair loss, bloating, breast pain, energy level , difficult removal, possible bladder issues were added. Lab data & events onset dates were updated. Historical conditions, concomitant drug were added. Reporter information , patient demographic details & product information were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A46113-not valid, a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section. Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and colocolostomy. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder and foreign body in reproductive tract outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on (B)(6) 2016: . Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : fatigue, abdominal pain, bloating, hair loss, foreign body in uterus and endometriosis. Most recent follow-up information incorporated above includes: on 24-jun-2019: medical record received: lot number added. New concomitant and historical conditions were added. New reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A46113-not valid,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section. Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and vaginal operation. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder and foreign body in reproductive tract outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on (B)(6) 2016: . Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : fatigue, abdominal pain, bloating, hair loss, foreign body in uterus and endometriosis. Lot number a46113 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (batch no. A46113-not valid,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section. Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and vaginal operation. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating/ extreme bloating") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder, foreign body in reproductive tract and vitamin d deficiency outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, menorrhagia, pelvic adhesions, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on (B)(6)2016: . Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : fatigue, abdominal pain, bloating, hair loss, foreign body in uterus and endometriosis. Lot number a46113 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: plaintiff fact sheet received. Events: vitamin d deficiency newly added. On 7-oct-2019: plaintiff fact sheet received. No new information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not locate my left coil') in a 34-year-old female patient who had essure (batch no. A46113-not valid,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section. Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and vaginal operation. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating/ extreme bloating") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues"), vitamin d deficiency ("vitamin d deficiency"), scar ("scar tissue"), skin disorder ("skin issues"), hirsutism ("facial hair"), menstrual disorder ("weird periods") and uterine enlargement ("uterus is 3x its normal size bc the coils are causing my uterus lining to multiply"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder, foreign body in reproductive tract, vitamin d deficiency, scar, skin disorder, hirsutism, menstrual disorder and uterine enlargement outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, hirsutism, menorrhagia, menstrual disorder, pelvic adhesions, scar, skin disorder, uterine enlargement, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on (B)(6) 2016: . Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Lot number a46113 is not valid. Concerning the injuries reported in this case, the following one were reported from social media : scar, skin disorder nos, facial hair, weird periods, uterus is 3x its normal size bc the coils are causing my uterus lining to multiply. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: fu eight and nine processed together. Update of information (batch is not valid). On 27-jan-2020: fu eight and nine processed together. No new significant information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not locate my left coil') in a 34-year-old female patient who had essure (batch no. A46113-not valid,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section. Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and vaginal operation. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating/ extreme bloating") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues"), vitamin d deficiency ("vitamin d deficiency"), scar ("scar tissue"), skin disorder ("skin issues"), hirsutism ("facial hair"), menstrual disorder ("weird periods") and uterine enlargement ("uterus is 3x its normal size bc the coils are causing my uterus lining to multiply"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder, foreign body in reproductive tract, vitamin d deficiency, scar, skin disorder, hirsutism, menstrual disorder and uterine enlargement outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, fatigue, foreign body in reproductive tract, genital haemorrhage, hirsutism, menorrhagia, menstrual disorder, pelvic adhesions, scar, skin disorder, uterine enlargement, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on(B)(6)2016: . Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)2016: results: total bilateral occlusion. Lot number a46113 is not valid. Concerning the injuries reported in this case, the following one were reported from social media : scar, skin disorder nos, facial hair, weird periods, uterus is 3x its normal size bc the coils are causing my uterus lining to multiply. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: social media received: newly added events- scar, skin disorder nos, facial hair, weird periods, uterus is 3x its normal size bc the coils are causing my uterus lining to multiply. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('could not locate my left coil') in a 34-year-old female patient who had essure (batch no. A46113-not valid,a45113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis, cholelithiasis, vaginitis, epilepsy, seizure, headache, abdominal pain, malignant neoplasm of cervix uteri, unspecified, bleeding intermenstrual, chest pain, weight loss and c-section (3 c-sections). Previously administered products included for an unreported indication: acetaminophen, oxycodone, ibuprofen, divalproex sodium and cholecalciferol. Concurrent conditions included menses irregular, diarrhea, difficulty sleeping, menstrual cramp, ovulation pain, back pain, constipation, bruising, dizziness, dyspnea, nausea, pallor, swelling nos, ear haemorrhage, cough, difficulty breathing, drooling, dysphagia, ear discharge, ear pain, epistaxis, fever, strange smell sensation, hearing loss, hoarseness, nasal pain, sore throat, stridor, speech loss, nasal sinus drainage, hoarseness of voice, anorexia, calf pain, chills, hematoma, limping, pleuritic pain, urination difficulty, vomiting, epilepsy and vaginal operation. Family history included breast cancer. Concomitant products included valproate semisodium (depakote). On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting with periods"), fatigue ("fatigue"), alopecia ("hair loss"), breast pain ("breast pain") and abdominal distension ("bloating/ extreme bloating") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced pelvic adhesions ("disorder or conditions type of disorder or condition: pelvic adhesions:pelvic adhesions"), endometriosis ("endometriosis") and foreign body in reproductive tract ("reproductive system disorder or conditions type of disorder or condition: uterine foreign body,"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("heavy bleeding"), asthenia ("energy level"), complication of device removal ("difficult removal"), bladder disorder ("could have possible bladder issues"), vitamin d deficiency ("vitamin d deficiency"), scar ("scar tissue"), skin disorder ("skin issues"), hirsutism ("facial hair"), menstrual disorder ("weird periods"), uterine enlargement ("uterus is 3x its normal size bc the coils are causing my uterus lining to multiply") and epilepsy ("epilepsy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, vaginal haemorrhage, pelvic adhesions, endometriosis, fatigue, complication of device removal, bladder disorder, foreign body in reproductive tract, vitamin d deficiency, scar, skin disorder, hirsutism, menstrual disorder, uterine enlargement and epilepsy outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, breast pain, abdominal distension and asthenia had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, asthenia, bladder disorder, breast pain, complication of device removal, device dislocation, endometriosis, epilepsy, fatigue, foreign body in reproductive tract, genital haemorrhage, hirsutism, menorrhagia, menstrual disorder, pelvic adhesions, scar, skin disorder, uterine enlargement, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: attempted removal of essure performed, unable to remove just tubes due to complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Cystoscopy - on (B)(6)2016: . Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)2016: results: total bilateral occlusion. Lot number a46113 is not valid. Concerning the injuries reported in this case, the following one were reported from social media : scar, skin disorder nos, facial hair, weird periods, uterus is 3x its normal size bc the coils are causing my uterus lining to multiply. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received: reporter added. Added event epilepsy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.